Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5166617 received through the FDA medwatch program stating "indication: common variable immunodeficiency, unspecified. Pt states first infusion worked fine, but second time syringe would not stay in place and continued to pop out. Pt tried multiple different syringes and did not work. (Unknown what pt meant by first infusion and second time). Pharmacist determined that pump (serial number and expiration date not specified) is malfunctioning. Unknown if md is aware. Unknown if missed dose or had an interruption to therapy. Unknown if product is available for return. Pharmacy to replace device. Unknown date of malfunction. No further information provided. Reported to (B)(6) by: patient/caregiver." A good faith effort was sent to the initial reporter on 07-march-2025 for additional information. A response was received providing patient information and stated the reporter did not provide the serial number of the pump involved, therefore it is unknown. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.